Manufacturer narrative:
Patient information was requested, but a site representative declined to provide it. The suspect driver was returned for evaluation. Findings as follows: found tip of the driver was broken and bent. Also found galling marks at the back end of the driver and was rough going in to the navlock tracker.

Event description:
A medtronic representative reported that the solera 4.7 mas lg2 driver bent/broke while placing a screw during a spinal fusion procedure. They had a backup driver to complete the case. No impact to the patient or delay to procedure.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" ((B)(6) 2015). The revised instructions for use (IFU) were also provided with the notification.